Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: peeling (floating) of the curved rubber adhesive was observed. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the broncho fiber videoscope exhibited peeling (floating) of the curved rubber adhesive was observed. There was no patient involvement.